Event description:
It was reported that the patient presented in clinic for initial left ventricular (lv) lead implant. During procedure, the lv lead became dislodged. The lv lead was not implanted, and a replacement was implanted on (B)(6) 2025. Patient was stable.